Event description:
A biomed from the facility called baxter technical service regarding a 1550 hemodialysis machine that had an intermittent power failure without alarm. This was discussed with a baxter technical service representative (tsr) who assisted the customer over the phone. The staff turned the instrument off and back on to recover. The ps1 power supply was suspected. This occurred at various times during patient treatment. There was no patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 25 2007.